Event description:
Customer reported freestyle readings of 425 and 37 within one minute. As the result of 425 reading customer administered insulin, then took another reading & got a result of 37. Customer reported fainting before pt could counteract the insulin by eating. Pt was transported to hosp where pt was given food and vital signs were monitored until within normal limits. Two days later customer had similar experience except pt was not transported to hosp.